Manufacturer narrative:
E1 phone number: (B)(6). The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: watertightness was lost, and poor watertightness of button. Based on the results of the investigation, and since the initial device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. In regard to the newly identified malfunctions, due to poor watertightness of button, water tightness was lost. As for the poor watertightness of the button, a root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had no image. The issue was found during inspection for use. There were no reports of patient harm.